Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: omentum'), pregnancy with contraceptive device ('pregnancy (with complications)') and caesarean section ('caesarean section') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify the plaintiff did not undergo this test" and device ineffective "device ineffective". The patient's medical history included parity 4 (live births: 4), multigravida (total number of pregnancies: 4) and gestational diabetes. Concurrent conditions included (B)(6). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2014 to (B)(6) 2015 and norethisterone (micronor) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent caesarean section (seriousness criterion medically significant) and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (bilateral salpingectomy,surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, caesarean section, vaginal haemorrhage, pelvic pain, menorrhagia, tooth disorder, dyspareunia, weight increased and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, device dislocation, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2013, (B)(6) 2013. Discrepancy note : essure outcome table :most, if not all symptoms.: decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added migration of essure device location of device: omentum, pregnancy (with complications), device ineffective, caesarean section, vaginal bleeding, menorrhagia, pelvic pain, dental problems, dyspareunia (painful sexual intercourse),vaginal pain, weight gain, device monitoring procedure not performed. Severity added pelvic pain, vaginal pain, medical history and concomitant drugs were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.